Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital as it was in contact with infectious disease. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number of this device was not supplied, therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this disposable pressure transducer (dpt), incorrect pressure value was displayed. There was not any error message or alarm displayed. There is no allegation of patient injury. The device was not available for evaluation. Patient demographics not provided.

Manufacturer narrative:
(Component code, investigation findings, investigation conclusions). Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. There are manufacturing controls to avoid potential causes related to the reported malfunction as electrical and leak test and continuous monitoring sampling. Based on available information, a definite root cause is unable to be determined at this time.